Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient's device showed a power on reset (por) message. The error code associated with the por was unknown. They were successfully able to clear the por code and charge successfully. There were no patient symptoms reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.